Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was requested and the following was obtained: the broken piece has been retrieved. The broken piece will not be returning. There were no adverse consequences to the patient. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is an analysis for an image submitted to ethicon endo surgery for evaluation. Image img_7128: the image provided by the customer shows a focus instrument. A closer look at the clamp arm interface shows the blade tip broken off. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. As part of ethicon endo information surgery quality process all devices are manufactured, inspected, and released to approved specifications. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during an unknown procedure, the blade broke suddenly during use. No pieces fell into the patient. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Batch #: v70130. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. The device was returned with the distal tip of the blade broken off and it was returned with the device. The remaining blade portion was scratched and with evidence of contact with metal in or out of the operative field. During functional testing on gen11 an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and can result in not passing the pre-run test followed by an alert screen, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure, and continued usage can result in a broken blade. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Date sent: 3/31/2022. This is an analysis for an image submitted to ethicon endo surgery for evaluation. Image img_7128: the image provided by the customer shows a focus instrument. A closer look at the clamp arm interface shows the blade tip broken off. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. As part of ethicon endo information surgery quality process all devices are manufactured, inspected, and released to approved specifications. No batch information was provided for the product evaluated.